Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the night rn programmed an unknown medication 500mls to infuse at 150ccc/hour. The rn returned 3 hours later to assess infusion to find that there was 200-250mls remaining in the bag. Again when the rn administered a vancomycin infusion, it was found that the infusion took approximately 1 hour longer than what was programmed in the pump. The rn then removed the pump channel from use and tagged it to go to clinical engineering. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the device infusing slower than expected was partially confirmed. The pcu event log shows that the user programmed a secondary infusion of vancomycin 1.5gram/500ml at 11:15 pm on 21 (B)(6) 2018. The rate was pre-populated at 200ml/hr and the vtbi was pre-populated at 500ml, which would infuse in 2.5 hours. Seventeen seconds later, the user changed the rate to 150ml/hr, which changed the duration to 3 hours and 20 minutes, approximately 1 hour longer than originally programmed. At 2:36 am on 22 (B)(6) 2018, the secondary infusion completed and the device transitioned to the primary infusion running at 75ml/hr. At 2:53 am, the user again programmed a secondary infusion of vancomycin 1.5gram/500ml with the pre-populated values for rate and vtbi at 200ml/hr and 500ml; again the user changed the rate to 150ml/hr. The user then changed the vtbi to 250ml. At 3:30 am, the device alarmed for patient side occlusion and the device was restarted. At 3:41 am, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 618.711ml for the secondary infusion. The starting/ending volume of the fluid containers cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. No disposable set was received for investigation. The partial root cause for the device infusing slower than expected is the user decreasing the rate. The root cause of 200-250 ml remaining in the bag was not identified.

Event description:
The customer reported that the night rn programmed an unknown medication 500mls to infuse at 150ccc/hour. The rn returned 3 hours later to assess infusion to find that there was 200-250mls remaining in the bag. Again when the rn administered a vancomycin infusion, it was found that the infusion took approximately 1 hour longer than what was programmed in the pump. The rn then removed the pump channel from use and tagged it to go to clinical engineering. There was no report of patient harm.

Event description:
The customer reported that the night rn programmed a primary infusion of vancomycin 1.5gm/500mls to infuse over 150 minutes with the initial default of 200ml/hour for the duration of 2.5 hours. The rn returned 3 hours later to assess the infusion to find that there was 200-250mls remaining in the bag. Again when the rn administered a vancomycin infusion, it was found that the infusion took approximately 1 hour longer than what was programmed in the pump. The rn then removed the pump channel from use and tagged it to go to clinical engineering. There was no report of patient harm. It was later stated engineering sequestered the pump and per the pump data and epic, the following information was provided: "order for vancomycin 1.5 g/500ml (ordered once over 150 minutes i.e. This does not = 150 ml/hour) originally programmed with initial default of 200 ml/hour (note this corresponds with epic entry of over 150 minutes since infusion is 500 ml) and then it appears to be changed to 150 ml/hour, which for a 500 ml bag would make it run over 3.3 hours instead of 2.5 hours as defaulted (150 minutes). This change occurred at 1116pm. It is possible that rn saw the "150 minutes" and corresponded the rate to be "150 ml/hour" instead of the ordered "200 ml/hour". Confirmed with a pump that entry does default correctly. Unclear why an estimated 250 ml was left after 3 hours though (should have been about 50 ml), pump appeared to be completed at ~239 am, further evidence that the pump was programmed differently. Recommend to review with frontline staff rn and send out pump as a precaution to alaris based on this safety report."

Manufacturer narrative:
Correction UDI# - omit (B)(4) from initial report.

Manufacturer narrative:
The customer¿s report of the device infusing slower than expected was partially confirmed. The pcu event log shows that the user programmed a secondary infusion of vancomycin 1.5gram/500ml at 11:15 pm on (B)(6) 2018. The rate was pre-populated at 200ml/hr and the vtbi was pre-populated at 500ml, which would infuse in 2.5 hours. Seventeen seconds later, the user changed the rate to 150ml/hr, which changed the duration to 3 hours and 20 minutes, approximately 1 hour longer than originally programmed. At 2:36 am on (B)(6) 2018, the secondary infusion completed and the device transitioned to the primary infusion running at 75ml/hr. At 2:53 am, the user again programmed a secondary infusion of vancomycin 1.5gram/500ml with the pre-populated values for rate and vtbi at 200ml/hr and 500ml; again the user changed the rate to 150ml/hr. The user then changed the vtbi to 250ml. At 3:30 am, the device alarmed for patient side occlusion and the device was restarted. At 3:41 am, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 618.711ml for the secondary infusion. The starting/ending volume of the fluid containers cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. No disposable set was received for investigation. The partial root cause for the device infusing slower than expected is the user decreasing the rate. The root cause of 200-250 ml remaining in the bag was not identified.